Event description:
The facility's biomed engineer reported a 550 failure code. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. No add'l contact info was provided.